Event description:
It was reported during an in clinic follow up that the patient's right ventricular (rv) lead exhibited low pacing impedance and noise. It was noted that the rv lead also exhibited insulation damage. The physician opted to cap and replace the rv lead on (B)(6) 2021. The patient was in stable condition.